Event description:
It was reported that intermittent malfunction alarms occurred. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was 600 mg/dl. The customer administered a correction injection via mdi to address the high blood glucose level without third-party assistance.